Event description:
New information received notes that the patient presented to the emergency room after they experienced syncope during ventricular fibrillation (vf) episodes. It was observed that the under-sensing of vf caused a delay in high voltage therapy. Programming interventions were made. The patient was stable.

Event description:
It was reported that the asymptomatic patient presented for remote follow-up via merlin.net a review of the transmission revealed that that the implantable cardioverter defibrillator under-sensed a single r wave that was preceded by a larger r wave. No interventions were made, and the issue will be monitored.